Manufacturer narrative:
The investigation into the product damage has been completed. The impella pump was returned for investigation. The field data logs were reviewed, and low pump flow was confirmed on 22nov2021. Visual inspection of the returned pump confirmed a cannula kink adjacent to the pump outflow. The root cause of the low pump flow was determined to be the observed cannula kink adjacent to the outflow. A specific root cause for the cannula kink could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported flows were not adequate for the scheduled procedure with flows of 1.2 to 1.5 liters per minute in auto mode. Reportedly a fluoroscopy revealed a kink below the outflow cage. The physician made the decision to remove the impella after multiple attempts to reposition the device did not resolve the flow issue. There was no patient harm reported.